Event description:
A hospital in (B)(6) reported via a distributor that cracks were found on the warmer head of iw930aeu baby control cosycot infant warmer. The hospital further reported the unit was still functional including the heating element; however, it is currently not in use for safety reasons. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are attempting to get the complaint warmer head of iw930aeu baby control cosycot infant warmer from the hospital. We will provide a follow-up report once we receive the complaint warmer head and have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint heater head of the iw930aeu infant warmer was not returned to fisher & paykel healthcare for inspection. Our analysis is accordingly based on the event description, photographs provided by the distributor, and our knowledge of the product. Results: visual inspection of the photographs revealed that there were long cracks on the heater head surface. A bonding agent had been applied to glue the cracked parts together. The bottom edges of the heater head were also chipping off. The casing also appeared slightly discoloured. A lot check revealed no other complaints of this nature for lot number 040114. Conclusion: it is likely that the cracking and chipping off of the complaint heater head is related to a known problem of incompatible cleaning solutions reacting with the (B)(4) components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the warmer head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights (B)(4) components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base;" "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." As part of continuous improvement, we have since revised our cleaning instructions to recommend specific proprietary cleaning wipes.

Event description:
A hospital in (B)(6) reported via a distributor that cracks were found on the warmer head of iw930aeu baby control cosycot infant warmer. The hospital further reported the unit was still functional including the heating element; however, it is currently not in use for safety reasons. No patient consequence was reported.